Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level of 48 mg/dl. The customer treated with juice. The customer's glucose was 206 mg/dl on the sensor. The customer also reported calibration not accepted. The insulin pump will not be returned for analysis.